Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This event occurred during peritoneal dialysis therapy. There was patient involvement, but no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported event of a system error 2367 was confirmed to be the result of a system error 2240 alarm prior to the cascading se 2367. Should additional relevant information become available, a supplemental report will be submitted.